Manufacturer narrative:
A) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) concomitant bwi product: product: an 8mm catheter: us catalog # unknown, lot # unknown. C) manufacturer's reference # (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent an arrhythmia procedure with a stockert 70 rf generator and a skin burn was noticed in the right thoracic region of the patient¿s back. After procedure, a 1 cm x 1 cm red mark was noticed upon removing the grounding pad. There is no further information if there was any treatment administered to the patient. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi determined to take a conservative approach and therefore, to report this event since bwi products were used during procedure and there was an unknown skin burn degree that led to an injury to the patient. The investigational analysis has been completed. Equipment was tested and complaint was not duplicated; however, the unit failed the linearity test which was being caused by a defective nis board during testing. Defected part was replaced and issue was resolved. The equipment was also subjected to preventive maintenance, safety and functional testing and all tests passed. Failure of nis board is not related to skin burn issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending meeting. No significant trends have been identified at this time for this device; therefore, no CAPA is requested at this time.

Event description:
It was reported that a patient underwent an arrhythmia procedure with a stockert 70 rf generator and a skin burn was noticed in the right thoracic region of the patient¿s back. After procedure, a 1 cm x 1 cm red mark was noticed upon removing the grounding pad. There is no further information if there was any treatment administered to the patient. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi determined to take a conservative approach and therefore, to report this event since bwi products were used during procedure and there was an unknown skin burn degree that led to an injury to the patient.